Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy and laparotomy, the unit's monopolar self-activated. There was no patient involvement.